Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that five infusion set was fell off during use on 1-feb-2024. It was confirmed that the infusion set was accidently pulled off. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.